Event description:
Customer reported the system is displaying an error code and the workstation will not boot up. No patient injury was reported.

Manufacturer narrative:
Phone fix, customer reloaded software. A ge representative evaluated the system and reloaded software. System operated as intended. This MDR is related to ge healthcare complaint number.